Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer's common mode/wrist electrode functional tests were out of specification and this was attributed to a loose electrocardiogram connector on the link electronic module (lem) board. It was further noted that the programmer will be scrapped and its usable parts salvaged. Concomitant medical products: product ID 229047 software analyzer. (B)(4).